Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture post pacemaker mediated tachycardia (pmt) event. Technical services (ts) was consulted and stated patient had several pacemaker mediated tachycardia (pmt) and a shock for ventricular fibrillation (vf) that converted. Two beats of non-capture were noted and atrial flutter response (afr) causing cross chamber blanking into a premature ventricular contraction (pvc). Ts discussed troubleshooting options. The presenting electrogram (egm) showed normal device operation. No additional information is available at the moment. No adverse patient effects were reported.